Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown triathlon femur. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that there was a revision due to lack of movement and failed knee.